Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that since implant, the patient had inappropriate shock for rapid conducting atrial fibrillation, worsening of shortness of breath, fatigue and exercise in tolerance. Coreg was increased, dft on (B)(6) after starting ehtr tikosyn started.